Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the 1838 bipolar cord would not activate during the pre-test. A replacement was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that there were no non conformities with the cable. There was no evidence of blood. A functional test was performed on the device with a reference generator and bisector. The device passed the functional test, it generated steam and heat. Based upon this, the reported failure "failure to deliver energy" could not be confirmed. Internal file number - (B)(4).